Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn at the up arrow, down arrow and ok keys. During testing, all of the keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and the up arrow, down arrow and ok key contacts were found to be inverted. There was evidence of contamination found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.